Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01036. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a surgical procedure to treat uterine prolapse, rectocele, cystocele and stress urinary incontinence on (B)(6) 2009. During the procedure, an obturator sling and a boston scientific pinnacle posterior pelvic floor repair kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion and pain the patient underwent partial mesh removal on (B)(4) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, uti's, pressure, bowel/bladder incontinence, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a surgical procedure to treat uterine prolapse, rectocele, cystocele and stress urinary incontinence on (B)(6) 2008. During the procedure, an obturator sling and a boston scientific pinnacle posterior pelvic floor repair kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, utis, pressure, bowel/bladder incontinence, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2010.